Manufacturer narrative:
The device in question was returned to the manufacturer on april 15,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported there was no signal and image on the display while the c-mac is connected. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "no signal and image on the display while the c-mac is connected" was not confirmed. In total the following defects were detected: blade visually worn. The device passed the quality check at the time of delivery. Based on the technical inspection, no image failure can be detected or reproduced. The visually worn blade has no effect on the image. The event is filed under internal karl storz complaint ID: (B)(4).